Manufacturer narrative:
The reported complaint was confirmed. The user facility's biomedical engineer (biomed) found that the system would not charge the backup batteries. The product was repaired onsite by the manufacturer trained biomed and no product will be returned. The customer is no longer using this system as it is being replaced. The system will be used for spare parts or sold as is to a third party per the biomed. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). Customer ordering battery module to repair system.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the battery charge indicator was flashing red on the perfusion system. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.